Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The pipeline was not returned for evaluation as it was discarded. No other complaints have been reported against the lot number. The pipeline was not returned for analysis; therefore, the complaint could not be confirmed and the event cause could not be determined. The pipeline IFU (instructions for use) issues the following precaution: "do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis."

Event description:
Medtronic (covidien) received information that the during a flow diversion treatment of an unruptured saccular internal carotid artery aneurysm, the physician reported that the distal end of pipeline embolization device (ped) would not initially release from capture coil. It was reported that the vessel was severely tortuous. There was no reported friction or difficulty during delivery and positioning. When the physician tried to deploy the device, the ped was stuck in capture coil. The physician tried to release the device from the capture coil using the push and pull technique and clockwise turns and relaxing the system. At one point, while physician was manipulating the system, the microcatheter and the ped appeared to jump down proximally. At that point, the ped came off the capture coil. It was then too far proximal to the intended landing zone. The physician removed the device by trapping the partially deployed device between the microcatheter tip and the capture coil. After the system was removed, the physician noticed a wavy spot along the microcatheter. The physician was able to subsequently place another ped without incident. Angiography result post procedure was satisfactory. The ped will not be returned because it was discarded . No patient injury was reported as a result of this procedure.